Event description:
Device malfunction: difficult to position. Time of malfunction: during the procedure. Symptoms/ae: stent deployed in unintended site. It was reported that during an av fistula stenting procedure while advancing the absolute stent over a guide wire, the stent system would not continue to move forward. Attempts were made to advance the device, resulting in the stent deploying in an unintended site. A competitor stent was required to complete the procedure. There were no adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.